Event description:
It was reported on (B)(6) 2026 that the epatch sensor - 2.5 sparked and smoked after patient tried to get sensor out of patch with a nail file. The sensor was stuck in the patch which is why patient tried to pry it out. No reported injury or medical attention sought. The issue was related to the sensor. Patient's activity at the time was trying to remove sensor from the patch by prying it out. Device was not being worn or on the charger. Since patient has trouble with patch the patient was advised of alternative configuration flex adapter. A replacement was sent. No additional information was provided.